Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383642 and lot number 5093795. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The complaint that the cap falls off could not be confirmed from the 22g nexiva device that was returned in sealed unit package from lot#: 5093795. A visual observation of the returned sample revealed no damage or defects. The vent plug was connected to the blue luer adapter. No damage or defects were identified on the luer adapter, the vent plug, the end cap, or the q-syte connector. A functional test revealed no leaks or separation of the end cap, vent plug, or q-syte connector. There were no other similar complaints from the implicated lot. The affected unit was not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the cap of the reserve valve (on the side) keeps falling off spontaneously. This causes blood to run out response received on: 2/5/2026. Was patient or user harmed? à no.